Event description:
It was reported to covidien (B)(6) 2012 that a customer had an issue with rfs stylet, 6f, 12 cm (w/attached cable). It was reported to covidien that a pt was treated with a rfs on (B)(6) 2012. Post-op day 7 ((B)(6) 2012) scans revealed that the pt's ipv did not close during the original procedure. Pt required add'l surgery to close their ipv. Add'l procedure successful, pt's veins closed.

Manufacturer narrative:
Submit date: 5/2/2012. An investigation is currently underway. Upon completion, the results will be forwarded.